Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. No insertion needle returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they removed the sensor and it did not have the electrode. The customer's blood glucose level was 170 mg/dl. The customer stated that the introducer needle was not hard to remove. Customer reported that the sensor fractured while in the body. Troubleshooting was not performed. The sensor will be returned for analysis.